Manufacturer narrative:
On 12/23/2020, it was reported to mentor that the date of removal was (B)(6) 2020 and the replacement devices were mentor memorygel breast implant 535cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The deflation was bilateral. A manufacturing record evaluation (mre) was performed for the finished device number 5917538, and no non-conformances related to the reported complaint were identified. On (B)(6) 2021, mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 500cc breast implant had a crease/fold on the anterior view and extending to the posterior view. Additionally, a tear was observed within the crease/fold on the posterior view, measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Note: the date of removal will be (B)(6) 2020. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate plus profile 500cc and suffered from ¿can hear crinkling sound ¿ and a deflation on the right breast implant. As a result, the patient will undergo removal on (B)(6) 2020.